Manufacturer narrative:
Samples were returned by the reporting facility with investigation completed by the manufacturer on 12-aug-2021. The manufacturer received two (2) dynjaamask35 masks (lot 49020080015) in unopened condition. The mask reported to have been involved in the incident was a dynjaa10200 mask. Dynjaamask35 mask testing including ftir testing of the samples received as well as a dynjaamask35 mask from inventory which determined that both masks were made of poly vinyl chloride with no latex contamination noted. A review of records found no evidence that the dynjaamask35 mask from the provided lot caused skin sensitization and a retrospective query found no reaction-related complaints for this particular mask. An additional retrospective query of the dynjaa10200 mask was performed and no complaints related to a reaction from other facilities were identified. Contamination of the dynjaa10200 mask during use was found to be a potential root cause for the reported issue. If additional relevant information becomes available another supplemental medwatch will be filed.

Manufacturer narrative:
It was reported that the patient experienced blisters and swelling around the mouth as well as redness to the face. When the symptoms were identified, the patient was reportedly given benadryl and an unspecified steroid. The symptoms were resolved with no further incident or impact to the patient's care reported. No sample was returned for evaluation. A root cause could not be determined at this time. Due to the reported need for medical treatment, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a reaction.